Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for fluctuating blood glucose levels ranging from 274 mg/dl to 125 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the nurse took them off the insulin pump but the customer does not know if the nurse changed the settings on the device. The customer mentioned that they took two cat scans with their insulin pump but did not have any alarms from the device. The customer was assisted with trouble shooting and the insulin pump successfully passed the test.